Event description:
It was reported that during routine follow up this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. The measurements were noted to be consistently high. Further troubleshooting is expected in the future. Additional information was received that due to high impedance measurements a code 1005 was recorded associated with conductor damage. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that during routine follow up this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. The measurements were noted to be consistently high. Further troubleshooting is expected in the future. This lead remains in service. No adverse patient effects were reported.